Manufacturer narrative:
Zimvie received one (1) tsv4h10, (imp,tsv,4.1mm,dual sel,ha) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with no signs of use. Functional testing to recreate the reported event verified the implant and mount could not disengage. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1251932. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251932 for similar events and no other complaint was identified. The customer did submit one (1) image for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "breakage" page 2. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are material selection of the implant and/or fmt was not adequate to withstand recommended torque values for placement/seating, missing or confusing instructions for use, torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
Can't remove mount. The mount did not come off during implant placement. He said it was his first experience. The doctor responded with the same product and completed without any problems. No health hazard. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: none.